Event description:
It was reported that the patient's percutaneous lead was separating from the distal end bend relief. A clamshell repair was scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event was confirmed through an onsite evaluation performed by an abbott representative. Although a specific cause for the damage could not be conclusively determined through this evaluation, analysis of the submitted log file appeared to show the device operating as intended. The submitted log file appeared to capture the pump operating as intended at the set speed. No notable events or alarms were observed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU)and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the heartmate ii IFU and sections 4 and 6 of the heartmate ii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline, as well as the how to respond to such events. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the clamshell repair on 24mar2023 was performed without issue.